Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom onboard battery would not hold a charge, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient's freedom onboard battery would not hold a charge.

Manufacturer narrative:
Visual inspection revealed exposure of internal components and housing weld separation at the connector. Initial system management (smbus) data review revealed the battery to be permanently disabled by its safety monitor due to a cell imbalance condition and cannot be charged or discharged. The root cause for the customer-reported inability to hold a charge was that the battery has been permanently disabled by its internal safety monitor for a detected cell imbalance (cim) fault condition. The cause for the cim fault cannot be conclusively determined but is likely due to rough handling or impact shock as evidenced by the physical damage. Syncardia has a corrective and preventive (CAPA) to address permanently faulted freedom onboard batteries. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4278 follow-up report 1.